Manufacturer narrative:
(B) (6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4)

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00662 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices were used for a colonoscopy performed on (B) (6) 2010. According to the complainant, during the procedure, both clips would not release from the catheter. The case was completed with another resolution clip device . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.